Manufacturer narrative:
Lit ref: pmid: 22785462. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to assess the impact of the cyp2c19 polymorphism on intra-stent thrombus and clinical outcomes (ischemic and bleeding events) following des implantation in (B)(6) patients receiving clopidogrel. Between september 2007 and june 2014, 1427 patients underwent percutaneous coronary intervention (pci) with drug eluting stents, which included endevor drug eluting stents. 802 patients underwent angiography at around 8 months as a routine follow-up practice. The efficacy endpoint was evaluated as the incidence of major adverse cardiovascular events (mace), which was defined as a composite of death, no fatal myocardial infarction (mi), ischemia-driven target lesion revascularization (tlr), and stent thrombosis. The incidence of intra-stent thrombi via oct images was used as a surrogate endpoint for subclinical incline to stent thrombosis. Clinical outcomes included death, myocardial infarction, intra-stent thrombosis, target lesion revascularization and bleeding.